Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. Five days after the patient was hospitalized for an unspecified indication the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On an unreported date the patient was treated with vancomycin ip (dose and frequency not reported) for peritonitis. On an unreported date during hospitalization the vancomycin was withdrawn. The patient was discharged from the hospital eleven days after admission and was reported to be recovering from the peritonitis. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review will be performed for the potentially associated lot number(s) h14a27120.. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14a27120 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.